Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted. Additional information was receive from the field representative that the reason for explant was infection. There were no additional adverse patient effects reported. The ICD was explanted.